Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy irritation underneath the rear therapy electrodes. The patient saw his physician, and the physician determined that the irritation was caused by a metal allergy. The physician prescribed a cream and recommended the use of an allergy medicine for the irritation. Follow-up indicated that the irritation was improving.